Event description:
Consumer alleges that she was sitting on a heating pad when it melted. No injuries were reported with this incident.

Manufacturer narrative:
Sitting on the heating pad is abuse of the product and a violation of the instructions and warning provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.